Event description:
The customer reported that the system displayed an error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power signal interface printed circuit board f8 fuse and the generator driver printed circuit board. The system was tested and found to be working as intended and put back in service.